Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in an (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On august 6th, 2018, livanova (B)(4) received a user report to tga, stating that an end user learned about a different hospital which found a heater-cooler system 3t to be contaminated with mycobacterium chimaera. The report indicated that this machine has been manufactured in the year 2008. There is no known patient involvement.